Manufacturer narrative:
The full name of the reporting facility: (B)(6). The mlx 300w xenon lightsource (00mlx) was returned for evaluation: the device history record (DHR) was reviewed, and no abnormalities related to the reported issue was observed. Failure analysis: the returned mlx 300w xenon lightsource was in used condition. The evaluation of xenon lightsource identified that the power supply unit was due for an upgrade; and the bezel and turret were damaged. As a result, the power supply unit was upgraded, and the bezel and turret were replaced to correct these issues. The unit passed all service and repair testing. The service and repair department did not report any issues of an electrical short leading to an electrical arc, as reported by the customer. Root cause analysis: the issue of a shorted power supply was confirmed. Seeing an electrical arc come off the power supply may be the result of opening the device while it is running. Per the instructions for use (IFU) indicates, "electric shock hazard. If unit is not functioning properly, do not open. Please refer to the repair and return section of this manual." No manufacturing, workmanship, or material deficiency has been identified.

Event description:
It was reported that the mlx 300w xenon lightsource (00mlx) had a short on the power board causing an electrical arc. There was no patient involvement; thus, no injury, death, or surgical delay has been reported.